Event description:
A caller reported an error with their continuous glucose monitoring device, specifically mentioning a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset instructions and guided them through the reset process. After the reset, the error code did not reappear, and the caller was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.